Event description:
Customer's mother reported via phone call that the customer got home from school and the screen is severely scratched. The customer was playing during school on a jungle gym and she did a deep scratch on the upper left hand corner of the screen. The customer is unable to read the display. Blood glucose value was 6.5 mmol/l. It was advised to discontinue the use of the device and revert to a back a plan. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on lcd window and scratched case.